Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device seized, jammed and was moving heavy. It was further determined that the gear rim from the device was blocked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that part of the teeth was worn out on the chuck drilling device. During in-house engineering evaluation, it was observed that the device seized, jammed and was moving heavy. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.